Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010 the patient reported that yesterday she had elevated blood glucose readings up to the low 400s mg/dl with her normal range being around 125 mg/dl. She said her elevated readings were caused by air in her insulin cartridge due to her inserting a partial cartridge into her infusion device without adjusting the cartridge volume. She stated that last night at bedtime she skipped her usual snack because her readings were elevated. She then awoke in the middle of the night with a low reading of 35 mg/dl. She ate some cottage cheese, crackers, milk and 1/2 a cookie. This morning her readings were elevated again. She said she knew the partial cartridge she had inserted was not working for her and she could see air at the top of the cartridge. She gave herself an injection of insulin. The patient was assisted with priming the air out of her insulin cartridge and properly adjusting the cartridge volume. She stated her readings will return to normal now that the air is out of the cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.